Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system displayed a system message and there was no irrigation during a cataract with intraocular lens implant. The cassette was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
Product evaluation - system the system was examined and the reported event was replicated. The company representative found a foreign object under the foot treadle and subsequently removed it, to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 15, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a foreign object lodged underneath the footswitch treadle. Product evaluation - consumable this is the first complaint reported for this finished goods lot. Review of the device history record (DHR) indicates the order was built to specification. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The system message code was not reported. The system operator's manual provides troubleshooting guidelines for this issue. The root cause for the customer¿s complaint could not be confirmed because a sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. The manufacturer internal reference number is: (B)(4).